Event description:
The customer reported the system would not save images. No tp injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded calibration files. The system operates as intended.